Manufacturer narrative:
Batch review performed on 11 july 2019: lot 173449: (B)(4) items manufactured and released on 10-november-2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved. Batch reviews performed on 11 july 2019: ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl +8 (k112115). Lot 167394: (B)(4) items manufactured and released on 13-feb-2017. Expiration date: 2022-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721). Lot 182616: (B)(4) items manufactured and released on 10-july-2018. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Mpact 01.31.55tp shell screw plug (k103721). Lot 184748: (B)(4) items manufactured and released on 27-june-2018. Expiration date: 2023-06-03. Anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event.

Event description:
The surgeon found signs of an infection 1 year and 8 months after the primary. The patient is under pharmacological treatment. The revision surgery has not been performed yet.